Event description:
During angioplasty of a dialysis shunt, the slalom thrill balloon would not deflate when negative pressure was applied. The patient was a male, but his age was unknown. The target lesion was dialysis shunt. The lesion was slightly calcified and highly flexed. The % of the stenosis was 90%. The slalom thrill balloon was properly inspected and prepped and no anomalies were noted. The lesion was accessed with an agosal xs guidewire and the slalom thrill (4.0/20mm 80cm: complaint product) balloon was delivered and inflated at 6atm at the target lesion. The balloon was deflated without issues. The slalom thrill was moved and inflated at 10atm for the second inflation at the target lesion. When negative pressure was applied, the balloon would not deflate. The physician made several attempts, but the balloon did not deflate. Consequently, the balloon was pricked with a needle directly from the body surface and ruptured intentionally. Then the slalom thrill was retrieved from the patient without issues. The lesion was fully dilated with the reported product and so no additional treatment was done. The patient was in stable condition and no special treatment was given. The procedure was completed without any other problems. The contrast media which are used in the procedure was unknown, but the contrast to saline ratio was 1:1. An everest inflation device was used to inflate the balloon. The target lesion was highly flexed which caused a guidewire to kink during the procedure.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During angioplasty of a dialysis shunt the slalom thrill balloon would not deflate when negative pressure was applied. The patient was a male, but his age was unknown. The target lesion was dialysis shunt. The lesion was slightly calcified, highly flexed and 90% stenosed. The slalom thrill balloon was properly inspected and prepped and no anomalies were noted. The lesion was accessed with an agosal xs guidewire and the slalom thrill (4.0/20 mm 80 cm: complaint product) balloon was delivered and inflated at 6atm at the target lesion. The balloon was deflated without issues. The slalom thrill was moved and inflated at 10 atm for the second inflation at the target lesion. When negative pressure was applied, the balloon would not deflate. The physician made several attempts, but the balloon did not deflate. Consequently, the balloon was pricked with a needle directly from the body surface and ruptured intentionally. Then the slalom thrill was retrieved from the patient without issues. The lesion was fully dilated with the reported product and so no additional treatment was done. The patient was in stable condition and no special treatment was given. The procedure was completed without any other problems. The contrast media which are used in the procedure was unknown, but the contrast to saline ratio was 1:1. An everest inflation device was used to inflate the balloon. The target lesion was highly flexed which caused a guidewire to kink during the procedure. One non sterile slalom thrill 4x2 80 cm 3.7f was received coiled inside a plastic bag. Balloon appeared as if it has been previously inflated. An axial burst was found in the balloon. No kinks were noted along the unit. A deflation test could not be performed due to the balloon condition. Sem results showed that the balloon external surface exhibited evidence of scratching and abrasion; internal surface showed no anomalies. This balloon pin hole exhibited no other surface anomalies that could have caused the failure. Proximal and distal marker bands showed no anomalies. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of deflation difficulty could not be confirmed since a functional test could not be performed. The exact cause of the failure reported by the customer could not be determined, but lesion characteristics (highly flexed) can contribute to this type of event. Controls are in place to prevent damaged units from leaving the facility. There is nothing in the event description, the analysis or the device history review to suggest that there was a design or manufacturing related issue therefore no corrective action will be taken.